Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was also so noted the unit would end mechanical ventilation with a slight pressure on the bag/vent switch. The control panel assembly was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/12/2016 phone call, 05/12/2016 email, 05/13/2016 email.

Event description:
The hospital reported the unit alarmed and a failure of the bag/vent switch to operate as expected. There was no reported loss of ability to ventilate. There is no report of patient injury.&#842;

Manufacturer narrative:
Customer contact provided patient information.